Event description:
It was reported that during photoselective vaporization of the prostate (pvp), the fiber flashed and was forward firing after 162,409 joules and 20 minutes of use. A new fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp), the fiber flashed and was forward firing after 162,409 joules and 20 minutes of use. A new fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified that the fiber glass cap was rotating independently of the metal cap due to glue failure. In addition, a circumferential fracture at the distal side of the fiber/cap fusion zone was also identified. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fracture and glue failure. The instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture and glue failure.